Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) unit during drain cycle 3 to 4. The patient stated that he woke up to his minicap transfer set being separated from the patient line of a hc cassette, and then stated that his minicap transfer set 'came apart' and he fixed it, but did not reconnect to the hc. Gts assisted the patient in retrieving the cassette, and the patient elected to finish therapy with manual supplies. Gts also assisted in clearing the system error. The hc was operational. No injury or medical intervention was reported.

Manufacturer narrative:
Sample availability is unknown. Should the sample become available, a follow-up MDR will be initiated.